Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was not communicating with external devices. It was confirmed that the ipg is inoperable. In turn, the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.